Event description:
See initial report.

Manufacturer narrative:
Through follow-up communication livanova deutschland learned that the failure was due to the o2 line having a leak at the connection. A replacement connector will be installed.

Manufacturer narrative:
There was no patient involvement. Model number and serial number are unknown. This information will be provided in a supplemental report if made available. As the serial number is unknown, the device manufacture date could not be determined. This information will be provided in a supplemental report if made available. Livanova (B)(4) manufactures the s5 gas blender system. The incident occurred in (B)(6). Livanova (B)(4) initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the user was getting an alarm of a defective s5 gas blender system during procedure. There was no report of patient injury. During procedure they were getting alarm module/sensor defective gas blender this call is only for tech support